Manufacturer narrative:
Analysis confirmed the reported event; there was a serious programmer error code that displayed during the boot up process. Analysis found the top right bullets assy, upper and lower case handles, and right keyboard hinge were broken. The lower left and right hinges were damaged. The stylus was missing and the cooling fan was noisy. It was noted functional test could not be performed due to a failure of the ir (infrared) com port. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer was not opening. It was also reported the cap of the programmer was hard to open. The programmer is expected to be returned for repair. There was no patient involvement.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.